Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 209 mg/dl. The customer also mentioned other blood glucose values such as 367 mg/dl, 60 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose level with carbs. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that insulin pump was not on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the reported event.